Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device evaluated by manufacturer - "no" was mistakenly selected - the lead was capped and not returned.

Event description:
It was reported that the patient presented for generator change with the right atrial lead exhibiting over-sensing of noise. The lead was capped on (B)(6) 2019. The patient was stable.